Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the air/water channel of the subject device tested (B)(6) for unspecified microorganism (5 cfu/100ml).

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during two surveillance culturing at the user facility, all channels of the subject device tested (B)(6) for the following some kinds of bacteria. The subject device tested positive for raoultella planticola and aeromonas hydrophila / caviae (total of microbial colony count >100 cfu /endoscope) on (B)(6) 2016. The subject device tested positive for (B)(6) non aureus (> 100 cfu /endoscope) on (B)(6) 2017. The user facility reported that the subject device had been manually reprocessed with sekusept. There was no report of infection associated with this report.